Event description:
The patient had fallen to the ground with hard impact to the implantable neurostimulator (ins) site. Since then, the patient was having problems with recharging. The patient was getting the charging screen, but no coupling boxes. The patient was thin and the implantable neurostimulator (ins) appeared to be shallow; the ins was somewhat tilted. The ins was not overdischarged. An x-ray was taken (date not reported) and the ins did not appear to be flipped; however, the lead was on top of the ins. A revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.